Event description:
It was reported the patients ipg site was opening up. The patient underwent an explant procedure wherein all devices were removed.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 14976893. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 15666843/15643614.

Event description:
Xit was reported the patients ipg site was opening up. The patient underwent an explant procedure wherein all devices were removed. Additional information was received that the patients lead were clipped.